Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that he was taken to the hospital by ambulance and the insulin pump was lost at. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.